Event description:
The pt is reportedly experiencing sound quality issues and loss of sound. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. Testing revealed the device is functioning. Revision surgery is under consideration.